Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels and receiving no delivery alarms. Blood glucose level at the time of the incident was 198 mg/dl. The customer reported experiencing thirst, nausea, and fatigue. During troubleshooting, the customer received a no delivery alarm. During a follow up call, the customer reported receiving another no delivery alarm. Blood glucose level at the time of this incident was close to 400 mg/dl. The customer also reported that the insulin pump was cracked. The customer was shipped a replacement battery cap but will not return the device for analysis.